Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 90% stenosed target lesion was located in a moderately calcified and severely tortuous left circumflex obtuse marginal artery. An unknown manufacturer's guide wire crossed the lesion then an unknown manufacturer's 2.5mm balloon catheter pre-dilated the lesion. A promus element, mr 2.75x16mm stent advanced and failed to cross the lesion. The device was removed and it was noted the proximal end of the stent was slightly lifted. The procedure was completed with rotablator ablation and a promus element 2.75x20mm stent was implanted. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. The struts on the first eight rows on the proximal end of the stent were raised up, misaligned and the first two rows were pushed in on the body of the stent. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to any positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 90% stenosed target lesion was located in a moderately calcified and severely tortuous left circumflex obtuse marginal artery. An unknown manufacturer's guide wire crossed the lesion then an unknown manufacturer's 2.5mm balloon catheter pre-dilated the lesion. A promus element, mr 2.75x16mm stent advanced and failed to cross the lesion. The device was removed and it was noted the proximal end of the stent was slightly lifted. The procedure was completed with rotablator ablation and a promus element 2.75x20mm stent was implanted. No patient complications were reported and the patient's status is good.